Event description:
Surgeon suturing incision site, when returning needle holder with suturing material and needle, scrub tech noted the needle tip to be broken. Surgeon given another suture, after surgeon used suture for few stitches, noted needle tip broken.